Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2015. The patient started to experience pain and swelling due to a discharging sinus anterior wall of the left eac. The surgeon removed the left tmj implants in (B)(6) 2017 due to an infection that was suspected to be caused by staph, and placed an antibiotic spacer. After the infection resolved, revision components were implanted in (B)(6) 2018.

Event description:
The patient's left tmj devices were removed due to infection.